Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-jan-2026, a sales representative reported via email that an ar-2923bcs short 2.9 mm biocomposite pushlock implant system experienced anchor breakage during insertion. There was no case delay, and it was completed with a replacement ar-2923bcs short 2.9 mm biocomposite pushlock implant system. This occurred during a labral repair procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 02-feb-2026: all fragments were removed from the patient.